Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up on (B)(6) 2019. Upon interrogation, it was found the implantable cardioverter-defibrillator was in backup mode since (B)(6) 2019. The device restoration was performed successfully. No patient symptoms were reported.